Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient underwent successful vena cava filter placement after presumed pulmonary embolism post right proximal tibial fibula fracture repair. Eight days post filter placement, the patient no longer required a filter and attempted retrieval was performed via jugular access. Upon attempt to capture the apex of the filter with a cone retrieval device, the apex buckled laterally and the filter reoriented at 90 degrees. Multiple subsequent attempts were made using multiple devices and femoral access, but retrieval was unsuccessful. Extravasation was noted but quickly cleared. Ten days post filter placement, additional attempts were made for retrieval and were unsuccessful; however, the filter was re-directed to a better orientation. No further information is noted regarding the patient¿s current status. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma/motor vehicle accident. Some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc; the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient status is unknown at this time.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately 8 days post deployment of filter, an attempted retrieval was performed via jugular access. Upon attempt to recapture, the retrieval cone attempted to capture the apex of the filter, however the apex buckled laterally and the filter reoriented at 90 degrees. After multiple unsuccessful attempts at retrieving the filter, it still remains tilted. Minimal extravasion was noted but quickly cleared. Therefore, based on the provided medical records, the investigation is confirmed for the alleged tilted filter and retrieval difficulties. However, the investigation is inconclusive for perforation. Per the medical records, during the retrieval process the filter tilted 90 degrees. It was also noted that there was minimal extravasion. Therefore, it is unknown whether procedural issues contributed to the reported events. However, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - movement, migration or tilt of the filter are known complications of vena cava filters. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - perforation or other acute or chronic damage of the ivc wall, - filter tilt, - filter malposition.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma/motor vehicle accident. Some time post filter deployment, the filter allegedly tilted and embedded in the wall of the ivc; the device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient status is unknown at this time.